Event description:
The physician had difficulties with the insertion of the sheath and decided to insert the device bareback. After completing the insertion and positioning the device, he began retracting the jacket. The jacket was partially retracted. Attempts to complete the retraction failed, the superior attachment hooks were exposed and the physician decided to convert the pt to standard open surgical repair. Intra-op. Observations indicate that the problems with the jacket retraction originated from the contralateral wire popping out of the track at the lower end of the inferior capsule. There was no abnormal positioning of the contralateral wire in the track noted prior to the insertion of the device in the pt. Based on the avaialble info; there is no way to assess, at what point between the insertion of the device into the pt and the jacket retraction step, the contralateral wire came out of the track. The pt is viable and recovering.